Event description:
Information was received from a health care professional via a representative regarding a patient in italy who received unspecified baclofen 2000 with a dose of 340 via an implantable pump. The patient¿s baclofen type and concomitant medications were not obtainable. The patient¿s medical history included paraplegia. It was reported that during normal use on (B)(6) 2008 the patient developed a pocket infection and it was treated with ¿a not surgical treatment¿. The pocket infection occurred again on (B)(6) 2008 and was treated with antibiotic therapy. The device was explanted on (B)(6) 2008 for unknown reasons. As reported, it was unknown if there were any environmental, external, or patient factors that may have led or contributed to the event. It was unknown if there were any diagnostics testing or troubleshooting performed. The pump¿s return status was not able to be determined by the reporter but the customer was notified that the product should be returned. At the time of this report the issue was reported as resolved the patient¿s current status was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.